Event description:
Caller alleged discrepant results compared with the lab. Results as follows: date: (B) (6) 2010, inratio: 0.9, lab: 2.0.

Manufacturer narrative:
Discrepant results (accuracy) comparison of inratio test with lab results provided by end-user at time complaint was filed: date: (B) (6) 2010, inratio: 0.9, reference: 2.0, mean: 1.45, confidence limits: 1.1-1.9. The mean of the inratio meter and comparative system inr were calculated. Both inratio and reference values fall outside the limits, so the criteria are not met and the values are discrepant beyond the documented variability for pt/inr testing. This would be subject to strip accuracy testing as part of the complaint investigation. Previous investigation on strip lot #223043 from a previous case met accuracy criteria. No further investigation will be pursued. Conclusion: data analysis of mean calculated from comparison test data provided by end-user revealed both inratio and lab values are outside the confidence limits for inr testing. Pt's condition related to inr testing is not provided. No product is expected to be returned. Recent accuracy test record indicated product deficiency was not established in retain strip lot #223043. There is insufficient info to determine the root cause of customer's test result discrepancy. As of 03/10/2010, 6 discrepant result complaints were reported for lot #223043 yielding a complaint rate of 0.003%. Due to this low occurrence rate, below the action thresholds monitored by qa for corrective action (>0.07%) no further action is required at this time. On going trending shall be performed to determine if further action is warranted; corrective action not required at this time.